Manufacturer narrative:
(B)(4). This lot was manufactured between july 21, 2014 and july 23, 2014. Evaluation summary: the device was returned and an evaluation was performed. Visual inspection on the device revealed white particles ranging between 1.46 to 2.22mm in length, floating in the fluid of the bladder. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The condition was verified via sample evaluation. The cause of the particulate could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter found on the reservoir of a small volume intermate. This was noted after compounding with meropenem. There was no patient involvement. No additional information is available. This is report 5 of 7.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.